Event description:
Healthcare professional reported of the left side device: "seroma", "grade IV capsular contracture" and "double capsule". The device was explanted.

Manufacturer narrative:
Continued e1 -- alternate phone numbers: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: seroma; capsular contracture, baker grade IV.